Manufacturer narrative:
Philips service replaced the ups battery and reset cable connections, system functioning normally. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ups battery was replaced, and the system was reset on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.